Manufacturer narrative:
Findings: unit received with intermittent up arrow button due to flattened dome switch (no crease) and unlocked connector at lcd board. Unit received with operating currents within spec. Unit passed selftest, error test, basic occlusion test and displacement test. Unable to prime unit during prime test due to faulty sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.